Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil protruding almost through the serosa of the tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multiparous, idiopathic thrombocytopenic purpura, asthma, sexually transmitted disease, anxiety, cholecystectomy, uterine bleeding and dysmenorrhoea. Previously administered products included for an unreported indication: celexa and albuterol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, mccalls culdoplasty, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation and uterine haemorrhage to be related to essure. The reporter commented: right: 4 coils, left: 4 coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil protruding almost through the serosa of the tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multiparous, idiopathic thrombocytopenic purpura, asthma, sexually transmitted disease, anxiety, cholecystectomy, uterine bleeding and dysmenorrhoea. Previously administered products included for an unreported indication: celexa and albuterol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, mccalls culdoplasty, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation and uterine haemorrhage to be related to essure. The reporter commented: right: 4 coils, left: 4 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: mr received. Reporter information, patient dob, medical history, product removal date added. Event: injury nos updated to event: fallopian tube perforation. New events added- abnormal uterine bleeding and dysmenorrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.